Manufacturer narrative:
Concomitant medical products: 5072-45 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high and varying thresholds. It was also reported that there may be a sensing problem. Lead remains in use. No patient complications have been reported as a result of this event.